Manufacturer narrative:
Other relevant device(s) are: product ID: 9733438, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The scu was replaced. The system then passed a system checkout. The scu was returned to medtronic for analysis. It was found that there was an intermittent internal strober error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was having difficulty with the camera not being able to communicate with the system. It was noted that there was a communication error with the system control unit (scu) and it was seen to have an internal strobe error when looking in the network device interface (ndi) tool box. There was no patient involved.